Event description:
It was reported that a minicap transfer set disconnected from a titanium adapter. It was not reported whether or not the issue occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). As the minicap transfer set was not returned and a lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.